Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Please see manufacturer report #s: 9616099-2008-00648 and 9616099-2008-00653.

Event description:
Per the study: this female pt with a history of hypercholesterolemia, hypertension, and a family history of cad was admitted for coronary evaluation secondary to unstable angina (iib). She was currently taking asa, clopidogrel, ca2+ antagonist, diuretics, and statins. Angiography revealed a lesion within the bifurcation of the left anterior descending artery (lad) and the first diagonal branch. The lad was predilated with a 2.0 x 20mm balloon inflated to 14 atms. A 2.5 x 18mm cypher select stent was deployed in the lad to 12 atms. Kissing balloons were performed with a 2.0 x 20mm balloon inflated to 14 atms in the lad and a 2.5 x 20 mm balloon inflated to 14 atms in the diagonal branch. Angiographic evaluation of the area revealed a dissection in the diagonal branch with a residual of 80% stenosis. This was treated with the placement of a 2.5 x 18mm cypher select stent deployed to 10 atms. Kissing balloons were again conducted with a 3.0 x 8mm balloon inflated to 12 atms in the lad and a 2.5 x 20mm balloon inflated to 12 atms in the diagonal. Final residual stenosis in both vessels was 0%. Flow throughout was timi ii. Post procedure, it was noted that the pt's ck-mb was elevated to 10.10 (> 2 times the upper limits of normal) and troponin was elevated to 1.623 (> 16 times the upper limits of normal). No treatment was required. The event resolved without sequelae.